Manufacturer narrative:
An event of valve explant was reported. Morphological and histopathological examination found circumferential fibrous pannus ingrowth, narrowing the inflow diameter, extending onto the inflow and outflow surfaces of all leaflets. Leaflet 2 contained two small tears. No inflammation or significant calcifications were found to be present. The cause of the reported event remains unknown; however, the explanting physician reported the valve had been too small for the patient's annulus.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted in the aortic position. On (B)(6) 2018, the valve was explanted and replaced with a non-sjm valve. Upon explant, pannus formation was observed on the valve. The explanting physician commented that the trifecta valve had been too small for the patient's annulus.